Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the electrical shock type pain started at the device as there was a bump under device. The doctor stated that the pain was sciatic nerve pain and that the device was not disconnected. The issue had been resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they thought that the device disconnected from their spine. The patient noted that they felt something different and got electrical shocks down their legs. The patient stated that they were thin, could feel the round battery, and noted that there was a bump below it that seemed like it should not be there. The patient reported that they were having pain from the electrical shocks going down the leg and noted that they had a fall on (B)(6) 2017-, but had not been to their healthcare professional (hcp). The patient was walked through turning stimulation off and it was indicated that the patient was to follow up with their hcp. No further complications were reported or were expected.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va10qz7, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they believed the implanted wire had become disconnected because they had fallen and had "terrible electrical shocks" coming down the leg to their toes and foot. The fall occurred on (B)(6) 2017 and was not related to the device. The patient stat that they thought when they contacted the manufacturer before, "it was not nearly as bad but she is having so much electrical shock again today". They mention they were almost ready to go to the ER. The patient reported that they thought that doing exercises may have ¿made it worse¿ since after the exercised something happened that made it ¿75% worse¿. The further stated that it seemed to be horrible" after doing exercises. The patient thought they had turned the ins off yesterday because they saw the stimulation setting at 0.0 volts (on program 1) when checked. The device was confirmed to be off when checked with the programmer. In addition, the patient reported that they may have bumped the on/off buttons on the programmer when putting it in the case thereby changing the ins status. The patient stated that there was poor communication during the report but this resolved when the antenna was plugged securely in the side of the programmer (they mentioned it might not have been plugged in all the way). The patient was able to successfully connect to the ins and confirmed the therapy was off. It was noted the patient had an upcoming appointment tomorrow with their doctor.